Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer stated that emergency medical services had to be called, which led to the hospitalization. He stated that he was unable to complete the troubleshooting procedure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.